Event description:
It was reported that the 9800 system would had poor image quality on the right monitor. Also there was an artifact in the image and the image intensifier cover was loose. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The right monitor was replaced, the collimator cleaned, and the image intensifier cover tightened during the service call. The system was tested and found to be working as intended and put back into service.